Event description:
Reportedly, the cpr4 not recognized by the smarttouch on any of the tablet¿s usb ports, despite performing a smarttouch reset.

Manufacturer narrative:
Analysis of the returned subject devices confirmed the reported event. The communication error is caused by a hardware failure related to cpr4 head. The usb cable of the programming head is faulty and cause communication failure. The most probable hypothesis is that an unintentional user error caused the hardware failure on usb cable. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the cpr4 not recognized by the smarttouch on any of the tablet¿s usb ports, despite performing a smarttouch reset.